Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided when the inspection results become available. (B)(4).

Event description:
As reported by the user facility ((B)(4)): flow rate too slow.

Manufacturer narrative:
(B)(4). We received 1 used (quarter filled) easypump ii lt 60-30-s without package. The received sample was visually examined. Damages or manufacturing faults were not detected. In as-received condition the white clamp is closed at the sample. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected fluid / crystallized drug residues at the filling port (lli-cone) and at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Due to this a further investigation (test of the flow rate) is not possible. We have informed our manufacturer accordingly. Statement: received one piece of used, filled of easypump ii lt 60-30-s without original packaging. As received condition, clamp clip was closed and wing cap was not handled over by the customer. Big top cap was opened and discofix cap was observed at the pump. Crystallization was observed at the patient connector. Crystallization was observed at the surrounding area of glass tube. After opening the white clamp and waiting for 2 hours the pump did not work (solution was not running). After dissected the glass tube portion from the returned pump, the solution was running. Further investigated the source of block using smart scope. Crystallization was observed at the surrounded area of glass tube. Also, crystallized drug residue was observed at the lumen of glass tube which contributed to the block. Blockage is confirmed caused by the crystallization drug residue at the lumen of the glass tube. Analysis: as the complaint sample is contaminated with 5fu drug, further investigation (flow rate test) is unable to be done. Justification: not judgeable as further investigation (flow rate test) is unable to be done due to the complaint sample is contaminated with 5fu drug. Reviewed the device history record and no abnormalities found during in process and final control inspection.